Event description:
In this event it is reported that a protaper gold s1 21mm ster file broke during use. Broken piece remains in tooth canal. Patient to go to endodontist for further treatment. No injury reported. Additional information requested as to the outcome of patient treatment.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.